Event description:
It is reported that a customer was hospitalized. Details of the hospitalization were not recorded. The customer's mother stated that her son was hospitalized before using the soft sensor. The mother stated that the patient will call back at another time to trouble shoot. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.